Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the personality module audio/video (pmav). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted distal gastrectomy surgical procedure that error 48100 occurred against the personality module audio video (pmav). Only serial digital interface (sdi) video cables were in use, but the error also occurred when no external video cables were connected. The procedure was reportedly being completed as planned, but how the issue was resolved was not specified. The ports were not in place when the issue occurred.